Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use "clips were loading crooked from the start. Would not deploy and could not fire. Case completed with a different ae05 device". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. R & d was consulted for the visual inspection. Visual examination of the returned samples revealed that the bottom channel tab was bent upwards. There was also a dimple on the right side of the handle that r & d concluded to be the result of under packing at the manufacturing site. There was biological material observed on the device. The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. R & d was consulted for the visual inspection. Visual examination of the returned samples revealed that the bottom channel tab was bent upwards. There was also a dimple on the right side of the handle that r & d concluded to be the result of under packing at the manufacturing site. There was biological material observed on the device. A device history record review was performed, and no relevant findings were identified. The reported complaint of "clip(s) not loading properly" was confirmed based upon the samples received. R & d was consulted regarding this complaint issue. The device was returned with the bottom channel tab bent inwards. Functional testing resulted in clips loading improperly into the jaws or closing before they got to the jaws. R & d concluded that the damaged channel tab was the reason for the improper loading of clips. A dimple was also observed on the right side of the handle and the device was disassembled revealing compressed edges on the trigger ears. R & d concluded this was linked to this non-conformance. Several actions were taken to address this issue as part of a non-conformance which was closed on 08-jan-2025. The sample was manufactured prior to these actions on 21-aug-2024. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that prior to use "clips were loading crooked from the start. They would not deploy and could not fire. Case completed with a different ae05 device". No patient involvement.